Event description:
While returning from a hunting trip during which pt was unable to monitor his blood glucose level, the pt felt nauseated. He was taken to a clinic and admitted with a blood glucose level of 1000 mg/dl. After treatment and release he was advised to visit his regular physician when he returned home. Upon return, his dr admitted his to the hospital again with a high blood glucose level. The physician asked the company to test the pump to determine if it was the cause of the pt's two episodes of diabetic ketoacidosis.